Event description:
It was reported that the pt had no stimulation. The scs ipg was unable to communicate with the charger and the pt programmer. Replacement charger was unable to resolve the issue. The ipg was removed and replaced by a new device. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.